Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, the atrial lead dislodged multiple times. The atrial lead was not used. The patient was in stable condition.